Manufacturer narrative:
Additional information added to:d4.

Event description:
It was reported that a channel disconnect occurred involving a pcu and pump module which required the clinician to obtain a new device setup in order to administer the infusion. The nurse was initiating a levophed drip utilizing the critical care profile within the device. The patient was critically hypotensive with a systolic blood pressure in the 50-60's however the levophed would not infuse. The patient rapidly became more unstable, and a fluid bolus was run while attempts were made to troubleshoot the infusion. A new pump module was obtained to administer the levophed. There was no lasting patient harm. There was no visible damage to the latches, and no visible iui corrosion.

Event description:
It was reported that a channel disconnect occurred involving a pcu and pump module which required the clinician to obtain a new device setup in order to administer the infusion. The nurse was initiating a levophed drip utilizing the critical care profile within the device. The patient was critically hypotensive with a systolic blood pressure in the 50-60's however the levophed would not infuse. The patient rapidly became more unstable, and a fluid bolus was run while attempts were made to troubleshoot the infusion. A new pump module was obtained to administer the levophed. There was no lasting patient harm. There was no visible damage to the latches, and no visible iui corrosion.

Manufacturer narrative:
Correction on follow-up 2: g.4 (01/23/2020).

Manufacturer narrative:
Additional information added to: the customer¿s report of a channel disconnect could not be definitively confirmed. Incident devices were not returned. The logs provided did not contain the reported incident event to verify the issue. No further investigation of this event is possible at this time. Log analysis results: a review of the source device logs showed the last recorded event noted on (B)(6) 2019 at 10:18 pm near the time of the reported incident. The next ¿power on attached¿ event was recorded on (B)(6) 2019 at 2:18 am. The reported incident is believed to have occurred on (B)(6) 2019, after 10:18 pm. However, the channel disconnect could not be definitively confirmed since this event is recorded on the pcu event log. The root cause of the customer¿s experience with a channel disconnect could not be determined since incident devices were not returned for this investigation.

Event description:
It was reported that a channel disconnect occurred involving a pcu and pump module which required the clinician to obtain a new device setup in order to administer the infusion. The nurse was initiating a levophed drip utilizing the critical care profile within the device. The patient was critically hypotensive with a systolic blood pressure in the 50-60's however the levophed would not infuse. The patient rapidly became more unstable, and a fluid bolus was run while attempts were made to troubleshoot the infusion. A new pump module was obtained to administer the levophed. There was no visible damage to the latches, and no visible iui corrosion.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Admission diagnosis: seizure.

Event description:
It was reported that a channel disconnect occurred involving a pcu and pump module which required the clinician to obtain a new device setup in order to administer the infusion. The nurse was initiating a levophed drip utilizing the critical care profile within the device. The patient was critically hypotensive with a systolic blood pressure in the 50-60's however the levophed would not infuse. The patient rapidly became more unstable, and a fluid bolus was run while attempts were made to troubleshoot the infusion. A new pump module was obtained to administer the levophed. There was no visible damage to the latches, and no visible iui corrosion.